Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a pacemaker explant procedure. During the procedure, while attempting to remove the atrial lead from the header, it was noted that the insulation of the atrial lead was damaged. The atrial lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.